Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from the patient's body. The patient reported that they were unaware of the infusion set detachment resulting in their blood glucose levels rising to over 300 mg/dl. The patient reported that upon discovery of the infusion set detachment, they replaced the infusion site and delivered a correction bolus. No permanent effects to patient reported.